Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the buttons of insulin pump were not responding when first press, buttons sticking down when pressed them and lost settings or locked up and become unresponsive. The customer stated that insulin pump giving error code, did not delivering insulin correctly and battery life was diminished. Customer reported that there was scratches and rainbow effect on screen making it hard to read. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.